Manufacturer narrative:
Complaint statement (B)(4): received (B)(4) pcs of 456018p/b23053g7 for evaluation. Received customer pictures. We have no remaining inventory of the material/batch. We have no further complaints for the material/batch. A check of quality, production, and maintenance records shows no deviations in relation the reported event. Customer returned samples were visually and functionally evaluated (filled and centrifuged at 1800g for 10min (minimum of recommended conditions)). No deviation with the function of the gel barrier could be observed. The alleged malfunction cannot be confirmed.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received and their evaluation is still in progress. As soon as the investigtiaon is completed, a supplemental report will be filed.

Event description:
Customer states specimen did not spin down. The specimen was collected and put on ice for 20 minutes before centrifugation per test requirements. It was centrifuged twice. Gel went to the top and specimen did not separate. Patient was recollected in the same tube type and lot number on ice with no issues.